Event description:
Cook myosite was notified 03/27/2023 by one of the clinical sites in an affiliated physician sponsored investigation (B)(4) of a serious adverse event of aspiration pneumonia resulting in death. The subject was biopsied with the spirotome as part of the trial, but not injected with the investigational product. The event onset date was reported as 6 days after the biopsy procedure. The event was reported by the investigator as serious, unexpected, not related to study product, not related to injection procedure, not related to biopsy procedure. We are providing you notification of the event for your records as the subject underwent the biopsy procedure within the clinical study; however, as stated prior, the event was determined to not be related to the biopsy procedure. A notification was also provided to cook medical as the distributor of the spirotome.